Event description:
It was reported to MFR that the user's handheld screen was freezing on the successful interrogation screen and would not allow him to proceed. Troubleshooting was performed and reseating the flashcard resolved the reported event. The user did not want the device replaced, therefore, attempts were not made to obtain the device for analysis. However, it is known that under certain conditions this type of screen freeze event can occur with the (B) (4) handheld computer and cyberonics (B) (4) version software.